Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 370 mg/dl. The mother stated that the customer has been having several bent cannulas recently. Found that the customer wears the infusion sets for more than three days. Also found that the customer doesn't allow the insulin to warm up to room temperature prior to using it. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised mother that the infusion sets should be changed every two to three days. Also advised to have the customer use room temperature insulin. Nothing further was reported.